Manufacturer narrative:
(B)(4). Event date unknown; captured as awareness date. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, "received notice of litigation which states patient underwent a lower anterior rectum resection and diverting ileostomy to remove a leiomyosarcoma tumor by md using a da vinci robotic surgical system. The da vinci robotic surgical system experienced multiple malfunctions and that the stapler associated with two competitive devices twice stopped working halfway through and an air test revealed an air leak. After the surgeon encountered those difficulties, the surgeon used a 28 eea stapler or ethicon endo-surgery intraluminal stapler and the stapler misfired and/or fired incomplete strokes during surgery." The patient suffered permanent harm; however, no specifics are provided in that regard."